Manufacturer narrative:
(B)(4). Additional information was received from the patient. The patient was not hospitalized for the fall or treated with prescription medications. The patient received acupuncture therapy for neck and shoulder pain. The patient received disinfection for the toenail falling off further described as a simple dressing with betadine that could be performed at home; however was performed at an orthopedic clinic. The patient was not diagnosed by a physician for the toenail falling off, neck pain or shoulder pain as reported to be caused by the falls. The patient did not have a past medical history that could be related to these events. Specific lot number or product code information was unknown. Neck and back pain was treated with homeopathic remedies (acupuncture therapy); this is not considered additional medical intervention that would be required preclude permanent or temporary life threatening impairment. The patient¿s toenail falling off was treated with over-the-counter remedies (dressing and betadine); this is also not considered additional medical intervention that would be required preclude permanent or temporary life threatening impairment.

Event description:
This is a report of a patient who slipped and fell on drain fluid that had leaked on their floor. The leak was from their drain bag during peritoneal dialysis therapy. After multiple falls, the patient¿s toenail fell off. The patient also injured their neck and shoulder, which required an unspecified treatment. It is unknown if the patient recovered from the events. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable drainage set was identified. As the device was not returned, a device analysis cannot be completed. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.